Manufacturer narrative:
(B)(4).

Event description:
The customer was having calibration issues with the elecsys vitamin d assay (vitamin d) on the cobas 6000 e 601 module. The customer stated the current vitamin d reagent pack had a successful calibration but her standby reagent pack did not have a successful calibration. The customer repeated an unspecified number of patient samples and the vitamin d results for one patient sample were erroneous. The erroneous result had been reported outside of the laboratory. The initial vitamin d result was 11.36 ng/ml. The repeat result was 18.81 ng/ml. No adverse event occurred. The vitamin d reagent lot number was 23901801 with an expiration date of (B)(6) 2018. The field service engineer (fse) visited the customer site and found the measuring cell needed to be cleaned. The cell, pinch tubing and valve were checked and flushed. The customer ran calibration and quality controls and all results were within specification.

Manufacturer narrative:
Since the customer has not complained of any additional vitamin d issues, the investigation determined that the measuring cell issue found by the fse was the root cause of the event.